Manufacturer narrative:
Sensor (B)(6) and sensor applicator was returned and investigated. A visula inspection was performed on the applicator and cap, and no issues were observed. The sensor cap was retained inside applicator cap. Observed the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was extracted from returned sensor using approved software, and sensor was found to be in state 8 (indication that sensor had terminated due to an error recognized by the sensor.) This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was sent for further investigation. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). Smu (source measurement unit) test and a poise voltage test were performed, and both passed with results being within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 9 hours" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced state of confusion and blurry vision. The customer went to the emergency room (ER) and was administered an insulin injection (dose/type unspecifed) for treatment by a healthcare professional (hcp). It was indicated that the customer stayed in the ER, however, there was no indication of hospitalization. There was no report of death or permanent impairment associated with this event.